Manufacturer narrative:
It was reported that during a lead revision only part of both original leads could be removed the rest of the lead remained stuck in the epidural space. New leads were placed in the original right l3/l4 placements. Therapy was restored and the partial leads removed will not be returned due to facility policy. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-03229. It was reported during a lead revision procedure (related manufacturer reference numbers: 1627487-2021-19177, 1627487-2021-19178), the leads were removed partially and the rest of the lead fragments remained stuck in the epidural space. New leads were placed at l3/l4 and therapy was restored post-operatively.